Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01186. Promus element plus clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left circumflex with 90% stenosis and was 34mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre dilatation and placement of 2.50x28mm and 3.00x16mm promus element plus stents in non-overlapping manner. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was presented due to a non q wave myocardial infarction (mi) in the proximal left anterior descending (lad) artery. Three days later, 28x3.00mm and 12x3.50mm rebel stents were implanted in the proximal lad for treatment. In (B)(6) 2017, the patient presented with chest pain and was hospitalized on the same day. Troponin values were noted to be elevated and site reported an event of non st-elevation myocardial infarction (nstemi). Electrocardiogram (EKG) revealed normal sinus rhythm and right bundle branch block. Subsequently,coronary angiography was performed and revealed severe 95% in-stent restenosis (isr) of the previously implanted 3.00x28 mm and 3.50x12mm rebel stents. Four days from the onset of symptoms, the patient underwent coronary artery bypass graft (CABG) x 1 including left inferior mammary artery (lima) to lad. The patient tolerated procedure well and was moved to the cardiovascular recovery unit (cvru) where he was extubated in the first 24hrs. The patient was monitored and continued to progress. Four days post procedure, the event was considered as resolved and the patient was discharged on dual antiplatelet medications.